Manufacturer narrative:
A ge service rep performed an on site investigation. Found missing ground connection and loose neutral connection in power plug. Repaired connections. Also found that a connector at the rear of the mainframe card cage was loose. The connection was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ locked up during use and needed to be re-initialized creating delay. There was no adverse pt involvement reported. There was no pt info reported.